Manufacturer narrative:
The long bipolar grasper instrument has been received a for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure the tip of the long bipolar grasper instrument chipped and a fragment fell inside the patient. The fragment was successfully retrieved during the same procedure using a laparoscopic forceps instrument through the assist port. A visual inspection confirmed that all broken pieces were removed. No additional surgical procedures were required to remove the fragment. A radiographic examination was performed post-operatively to check for remaining fragments, and the procedure was completed robotically using a backup long bipolar grasper instrument. The customer reported there was no injury to the patient, and the patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
The long bipolar grasper instrument was received and failure analysis found the instrument to have a broken grip at the grip tip. A piece approximately 7.69mm x 3.39mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
Refer to h11 for follow-up information.